Event description:
The stent was placed and when pulling back the inner cannula, the markers sheared off the cannula and remained in the stent. The physician did an ercp on the patient and the stent was removed. All three markers were within the stent lumen upon removal.